Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint that the vibration is not as loud or working as intended was not confirmed. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer's complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that his receiver vibration is not very loud, on (B)(6) 2016. Patient stated that vibration is not working as intended because it feels softer in comparison to other dexcom receivers he has had. No additional event or patient information is available.